Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose level was 489 mg/dl. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained. Customer reported that the pump was working at time of call.